Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description: writer and staff came into patient's room to turn patient as it was time for patient to be turned. Post turn, writer noted patient to have a sudden drop in oxygen saturations despite suctioning patient's tracheostomy and a drop in blood pressure with increased coughing. Post turn, when writer went to increase patient's propofol infusion, writer noted white fluid on patient's sheets and noticed that patient's stopcocks were leaking that contained sedation (propofol) and analgesic (fentanyl). Writer got rid of all the stopcocks and applied new ones to patient's PICC line to ensure all of the sedation/analgesic was infusing. Writer had to give patient a prn bolus to catch up on missed doses of the infusion. Patient's medical condition patient in hypercarbic respiratory failure secondary to obesity, hypoventilation syndrome and obstructive sleep apnea. Patient sedated and intubated post-surgery at time of incident.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.